Manufacturer narrative:
The customer provided two samples for investigation. Investigation of the samples confirmed an immunoglobulin was present that reacts with the reagent and affects the sample results. This type of interference is addressed in the product labeling.

Manufacturer narrative:
The investigation is currently ongoing. The event occurred in: (B)(6).

Event description:
The initial reporter complained of a questionable elecsys pth immunoassay result for 1 patient tested on a cobas 8000 e 801 module compared to a beckman coulter, abbott architect, and siemens advia centaur. The pth result from the cobas e801 was < 1.2 pg/ml with a data flag. The pth results from the competitor system were: beckman coulter 29.8 pg/ml, abbott architect 33.6 pg/ml, and siemens advia centaur 35.6 pg/ml. The result in question was reported outside of the laboratory to the patient. The pth reagent lot was 34330900 with an expiration date that was requested but not provided.